Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine and an unknown drug via an implantable infusion pump. It was reported that the patient missed a refill appointment in november due to not having a managing healthcare provider. A provider list was sent to the patient but they had been unable to find a doctor. The caller noted that the patient was currently experiencing pain since the missed refill. Local medical device representatives were contacted to assist the patient.

Event description:
On 2021-jan-14, additional information was received from the patient. They reported the same event and stated they still have not heard anything from the reps. The patient reported their pain was horrible and their blood pressure was high.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The physician assistant reported that the patient had left the practice over 1 year ago and did not follow-up or establish with another physician. The patient came back to the clinic today (2021-(B)(6)) and the pump was alarming. The pump¿s reservoir was empty. The issue was noted as having occurred 2021-(B)(6). At the time of the report concerns with the pump and tubing patency was being considered. It was also discussed there was stall drug in the catheter and pump tubing. Catheter access port (cap) aspiration for patency of the catheter was being considered. Filling the pump and monitoring for volume discrepancy and efficacy was also being considered. It was further reported that at this length of time they were going to replace the pump and confirm catheter functionality. The pump was noted as having administered bupivacaine (concentration: 6 mg/ml dose rate: 1.3851 mg/day), and morphine (concentration: 5 mg/ml, dose rate: 1.1542 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she has not heard from the local reps. She cannot find any doctors that deal with pain pumps and she has tried contacting the physicians that were provided to her with no luck. Caller stated that, ¿I¿m in a lot of pain and I have no medication on me, the pump is empty.¿ it was reviewed that a message was sent to the local reps and they were given her phone number. Advised caller that it would be at her discretion if she feels it is necessary to seek medical care before she finds a new doctor for her pump.